Event description:
A customer contacted baxter to report a system error 2240 alarm that appeared on the homechoice (hc) during dwell 3 of 4. There was patient involvement but no patient injury.

Manufacturer narrative:
(B)(4). Actual sample was received and evaluated. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. During visual inspection no abnormalities were noted. Functional tests (self test & priming) and full therapy were conducted. No abnormality observed. This complaint for a system error (se) 2240 (air in set) could not be confirmed in the lab. A root cause of the complaint was not determined.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.